Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery depletion malfunction could not be evaluated due to recessed usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 40% to 25% while connected to a power source. In addition, the pump could not be charged despite the attempt of multiple usb cables and wall adapters. The customer¿s blood glucose level was 180 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.